Event description:
It was initially reported by the facility biomed tech that a pt incident had occurred post hemodialysis treatment. Following the biomed tech report, the facility manager stated that the pt had become unresponsive following their hemodialysis treatment, requiring transportation to the hospital and admission to the hospital and admission to the intensive care unit. Current status of the pt is unk. A request for additional pt event and medical records has been made. This MDR includes all information provided to date.

Manufacturer narrative:
(B)(4). Based on the information provided, it is unk how the concentrate may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data information regarding the reported unresponsive episode following the pt's hemodialysis treatment and requiring admission to the intensive care unit. The concentrate was not returned to the MFR for physical eval and the failure mode cannot be confirmed. A batch record review will be completed to determine the manufacturing processes. A supplemental medwatch report will be submitted once the plant investigation and clinical investigations are complete. This is 1 of 6 MDR's submitted to document this reported event. Please ref the following MDR numbers: 1713747-2013-99922, 2937457-2013-00118, 1713747-2013-00487, 7030665-2013-01568, and 1225714-2013-01569.